Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse isolated the problem to a defective power inverter board for the display and replaced the power inverter board to corrected the issue. Unrelated to the reported issue, the fse replaced the batteries as part of the pm service then completed the pm with full calibration, functional and safety checks to meet factory specifications. The iabp unit passed all calibration, functional and safety test per factory specifications and was released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), it was observed that the iabp had no display when powered up. There was no patient involvement, and no adverse event reported.